Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during the load process. Customer's blood glucose level was 162mg/dl. Reportedly, the customer successfully loaded a new cartridge and resumed insulin delivery.

Manufacturer narrative:
The pump user guide states, "do not remove the used cartridge from the pump during the load process until prompted on the t:slim pump screen."

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. Reportedly the customer did not follow the on-screen instructions during the load process. Customer's blood glucose level was 162mg/dl. Reportedly, the customer successfully loaded a new cartridge and resumed insulin delivery.